Event description:
Information received concerning the explanted device notes that the patient was admitted to the hospital with a heart rate of 40 bpm. The device exhibited no output and could not be interrogated.